Event description:
The customer received a blood glucose reading of 236mg/dl on the breeze2 meter, re-tested on a different meter and the reading was 90mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The call ended before further information could be obtained.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.